Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. During the procedure the locking ring would not engage with the situ of the acetabular cup causing the locking ring to bend. A second locking ring was attempted unsuccessfully. A liner was cemented into the acetabular cup in order to complete the procedure. A delay greater than 60 minutes occurred.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial report. Updated to report event date as (B)(6) 2014. Previously reported as unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure the locking ring would not engage with the situ of the acetabular cup causing the locking ring to bend. A second locking ring was attempted unsuccessfully. A liner was cemented into the acetabular cup in order to complete the procedure. A delay greater than 60 minutes occurred.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided.